Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, poor air/water supply, nozzle drain failure, angle play, bending section cover cracks, insufficient air supply, ig serpentine buckling, and bending section cover cloudiness were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that poor/air water supply was noted with the evis lucera elite gastrointestinal videoscope. During a standard service inspection of the customer returned device, clogged nozzle was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. There was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.